Event description:
It was reported that during un-packaging, the device package had a defective seal.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the pouch broken at the right side, it looks like a cut. However, all the seals of this package are in good conditions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during un-packaging, the device package had a defective seal.

Manufacturer narrative:
(B)(4).